Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex small oval flexible snare was used during a procedure performed on (B)(6) 2019. According to the complainant, after the procedure and prior to discharge, the patient had perforation. Initially, the patient had multiple polyps and they used cautery to remove the polyps. Reportedly, there was no issue noted with the device and it was not known if the perforation was related to the device. The patient was presented to emergency department as a result of this event.